Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
The power PICC - guidewire knotted during insertion. ER physician performed incision to facilitate removal of the guidewire from the vessel. Guidewire threaded through insertion needle; needle removed and introducer sheath/dilator inserted over guidewire. Attempted to remove guidewire through the sheath, unable to due to knot in the device.